Manufacturer narrative:
Instrument not received yet. Lot number not available.

Event description:
After the primary knee surgery, it was discovered that one of the pins that held the cutting block in place was broken. The surgeon is not certain if the broken pin fragment was left in the patient but it was not located in the or. No x-rays were taken after the case to confirm whether or not any fragments were left inside the patient. The surgery was completed successfully.